Event description:
The patient reported that the pump was randomly cancelling boluses; the patient stated that this happened several times during the week. The patient confirmed that no buttons were pressed after the programming the bolus. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected; no hypersensitivity was found during testing. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.